Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device was returned to olympus for physical evaluation, however the customer's reportable event was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined as the device met specifications during testing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the video system center had a black image when using a 180 series scope. The issue was found during preparation for use. There were no reports of patient harm.